Manufacturer narrative:
Per tandem's t:flex user guise: "do not remove or add insulin from a filled cartridge after it is installed on the pump." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking at the septum. Customer loaded a new cartridge to address the issue. Reportedly, customer filled the cartridge with insulin outside of the load sequence. Tandem's technical support educated customer on cartridge labeling. There was no reported impact to customer¿s blood glucose.